Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was difficult to fill with insulin. Multiple cartridges were used. Reportedly, customer resolved issue by replacing the cartridge. Customer¿s blood glucose level was not impacted.